Event description:
A nurse called to report that the customer had high bgs. Troubleshooting was performed. The pump did not pass the test. It was stated that the customer has had trouble with the batteries lasting for a few days. Also the nurse indicated that the customer was hospitalized. The customer was sick in the evening and woke up in the morning with bgs, large ketones, and vomiting. The health care team believed that the pump was malfunctioning.